Manufacturer narrative:
On 06/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/17/2016 a medtronic representative performed an imaging system check-out; mechanical, imaging, cable grade & safety inspection tests passed. Navigation interface test performed and found the left side wireless tracker failed by 3.5 mm. Calibrated left side tracker passed. Failure issue resolved. System performed as intended. On 07/05/2016 medtronic representative reported software functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy of 5 millimeters on the first spin. After the second spin there was no inaccuracy noted. The surgeon was certain that the patient reference frame did not move. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was 25 minutes. There was no impact on patient outcome.